Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s low blood glucose level was over 40 mg/dl and high blood glucose value was over 600 mg/dl. The customer's other blood glucose was 140 mg/dl and 90 mg/dl. Customer reported that they did receive a calibration not accepted alert. The customer stated that insulin delivery was not suspended due to sensor glucose value. The insulin pump will not be returned for analysis.